Event description:
During a remote follow-up, oversensing episodes were observed on the device. Technical support was contacted for recommendations to resolve the event. Reprogramming recommendations were provided. No intervention has been completed at this time. The patient is stable with no consequences.